Manufacturer narrative:
This report is submitted on august 21, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with oral and topical antibiotics. The abutment was removed on (B)(6) 2023. The implanted device remains.